Event description:
It was reported that post op a laparoscopic cholecystectomy procedure; the patient had to have bile drained via an esophagogastroduodenoscopy for a post op bile leak. The surgeon recalls at the time of the procedure, some of the clips were malformed and did not completely close at the proximal end of the clip. Those clips were removed and reapplied additional clips. The patient is currently fine. The device was discarded. No additional information is available.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The following information has been requested. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(6).